Event description:
During the performance of a pt's advance cardiac life support protocol, the defibrillator failed the charge and failed to fire. A spare defibrillator was utilized for the pt. There was no death associated with the reported failure.

Manufacturer narrative:
According to the user facility medwatch report: the unit was initially taken out of service until a biomedical evaluation could be performed. 'Complete operational checkout-output tests on 09/13/2005: unit passed all output tests which were tested in accordance with MFR's specifications. Output testing was done at 100 joules, 200 joules and 360 joules. The actual readings were: 101 joules, 199 joules and 361 jouless respectively.' 'After the biomedical engineering dept tested the unit and determined that it was working properly, the unit was returned to service.' Mers made an offer to evaluate the reported device. The facility indicated device service was not warranted and the device had been returned to use.